Event description:
It was reported that the pt suffers from charge syndrome and that he often hits his head. His father cannot exclude that the pt hit his head on the implant area. The pt sometimes likes to wear his audio processor, but sometimes he throws it away. As he is not able to give a concrete response, no reason can be found for this behavior. Four electrode channels had been switched off. Testing of the device in situ on (B)(6) 2011, shows 5 electrode channels in status hi. On applying pressure on the implant, 7 electrode channels showed highly fluctuating values and were therefore switched off. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.